Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly and hanger assembly were broken. It was noted that the lower case was broken and one caser screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) clip (hanger) and the (a)atrial and (v)ventricle cable ports had physical damage. The epg was returned for repair. No patient complications have been reported as a result of this event.